Event description:
On (B)(6) 2012, therakos received a call for an accelerometer sys alarm. Customer reported that the alarm happened 3 times. By the third time, customer noticed a blood leak at the centrifuge sys pressure dome. Customer aborted the treatment. The whole blood processed was 600 ml. Customer decided to do a blood transfusion on the pt. F/u from the customer stated that the pt feels fine and the treatment was repeated in the afternoon after the transfusion. Treatment was in double needle. Uvadex was not administered. Customer claimed that the transfusion was a direct result of the kit malfunction. In addition, customer stated that they decided to do the transfusion because when the issue occurred, the whole blood processed was around 600 ml. Customer considered this lost volume for a pt of (B)(6) as a considerable loss, especially because she wanted to repeat the treatment. Pt received 38 ecp treatments to date.

Manufacturer narrative:
No physical part of the complaint sample was returned for investigation. The eval was completed on the basis of the photographs sent by the customer. The photographs showed that there was a blood leak at the sys (centrifuge) pressure dome. The photographs indicated that the pressure dome was not properly engaged on the pressure transducer at the point of use by the customer. Batch record review of the kit lot z15 showed that the lot met all requirements for release. (B)(4).